Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that etoposide was programmed to run at 517ml/hr with volume to be infused 775ml. When the infusion completed, there was still medication left in the bag. The remainder of the medication was infused and the patient was doing fine. It was noted that the device had indicated that a total of "842.893ml" was delivered without flush (9.1% error). The device was tested in the biomed shop under the same infusion settings ten times. The device yielded an average of a 0.6% error. A teenage patient was involved and there was no patient harm.

Event description:
It was reported that etoposide was programmed to run at 517ml/hr with volume to be infused 775ml. When the infusion completed, there was still medication left in the bag. The remainder of the medication was infused and the patient was doing fine. It was noted that the device had indicated that a total of "842.893ml" was delivered without flush (9.1% error). The device was tested in the biomed shop under the same infusion settings ten times. The device yielded an average of a 0.6% error. A teenage patient was involved and there was no patient harm.

Manufacturer narrative:
Additional information. Annex a: a040506, a1801. Annex g: g04037, g04070. Annex c: c07, c0703.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that etoposide was programmed to run at 517ml/hr with volume to be infused 775ml. When the infusion completed, there was still medication left in the bag. The remainder of the medication was infused and the patient was doing fine. It was noted that the device had indicated that a total of "842.893ml" was delivered without flush (9.1% error). The device was tested in the biomed shop under the same infusion settings ten times. The device yielded an average of a 0.6% error. A teenage patient was involved and there was no patient harm.